Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 237-309 mg/dl. Reportedly, there were air bubbles in the cartridge tubing. Customer delivered a bolus and a cartridge change was performed resolving the issue.